Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using a cartridge of strips that had expired more than one year prior. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". The user requested that dario's representative follow up with the user later that day in order to test her bg with a new cartridge of strips. During the follow up, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 96 mg/dl, which the user stated is normal for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that one week prior, she wasn't feeling well, and therefore decided to check her bg level, which she did, and received a bg readings in the 290 mg/dl to 344 mg/dl range with her dario meter. The user mentioned that she tests her bg level multiple times a day. The user also reported that she had pre-scheduled bloodwork performed at her doctor's office and received a bg reading of 130 mg/dl. Prior to having her bloodwork done, the user reported testing her bg level. She tested with her dario meter and the same cartridge of strips that she had tested with previously. She received a bg reading of 310 mg/dl in the morning, and a bg reading of 296 mg/dl thereafter. The user mentioned that she had an additional routine doctor's appointment scheduled for later in the week.